Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation. "

Event description:
It was reported that during use with 8 bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor barrier separation. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about poor barrier separation in the tubes. According to the customer's report, corpuscle and mononucleosis/lymphocyte were unable to be separated in the tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 8 bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor barrier separation. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about poor barrier separation in the tubes. According to the customer's report, corpuscle and mononucleosis/lymphocyte were unable to be separated in the tubes.